Manufacturer narrative:
Other, other text: investigation completed on a smiths medical tracheostomy/silicone - bivona tubes adult tts . Sample was received after decontamination without original package. P/n 670190 l/n 3901047 tube did not reveal any abnormalities upon visual inspection at close range from distance of 12?-16?. When injecting 20 cc of air into cuff, this instantly revealed a split in the cuff. Functional testing when submerging under water confirmed leak. According to pfmea rmd-10001843 rev.100 pfmea for bivona tracheostomy tubes the occurrence for this failure condition could be caused by: ? Bad assembly, not follow the instructions. ? Manufacturing defect from the molder. ? Bad assembly, not follow the instructions .additionally not following instructions for use as 10018857-001 rev.100 IFU-adult tts cuff tracheostomy. Section 4.8 ?guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges? Reported all allegations will be monitored for failures in the future and escalated accordingly. No corrective action taken and as part of containment, production personnel were notified by quality engineer on 13/aug/2020 as awareness of the defect reported by the customer

Event description:
Investigation completed on a smiths medical tracheostomy/silicone - bivona tubes adult tts.

Event description:
Information received a smiths medical defective bivona tts cuff when blocking after speech essay phase. Patient has not been injured.